Event description:
User alleges an event while using the aquinox .the pt rolled over onto the tubing and a hole blew out on top of the water chamber. No adverse outcome to pt.

Manufacturer narrative:
History of this type of report shows this to be the fourth report, in the past two years, for this catalog number. Two of the other events were due to the tubing being crimped off during the pt's bedding change. Review of the instruction for use has a warning: " do no occlude any part of the delivery circuit." Smiths medical has started corrective action to develop pressure relief system for this catalog number. Smiths medical has performed a risk analysis of this issue and has found the pt risk to be low and the probability of occurrence in population exposed to be remote. Therefore, smiths medical believes that the products in the field can be used safely when the instruction for use and labeling are followed.